Event description:
Reporter alleged, the pt received a discrepant blood glucose result of 311 mg/dl on the inform system compared back to back with a result of 115 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that no treatment was given based on the readings from the inform system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.